Event description:
It was reported that the display of a cs300 intra-aortic balloon pump (iabp) is distorted. It is unknown under which circumstances this event occurred or if there was any patient involvement; however there was no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h3, h6, h10. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm replaced the display to fix the issue and then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that the display of a cs300 intra-aortic balloon pump (iabp) is distorted. It is unknown under which circumstances this event occurred or if there was any patient involvement; however there was no adverse event reported.